Event description:
This is 3 of 5 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The material was found to be in specifications. The part was measured and met specifications. The device was examined with a scanning electron microscope: based on the topography of the fracture surface, we can conclude that the implant was subjected to one sided dynamic bending and axial loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to the first crack and finally to the overload respectively to the fatigue of the nail. A failure resulting from either a material defect or the manufacturing process can be excluded.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013, the j-proximal femoral nail antirotation (pfna) surgery was performed on a patient with a femoral trochanteric fracture which medial rotatory was instable. Three months after the surgery the patient felt a pain. So, the patient went to see a doctor when it was discovered that the nail was broken. At the re-operation on (B)(6) 2013, the broken nail was removed and replaced. As a result of the broken nail, the fractured bony part was broken again. The medial bone fragment was not broken as the bone healing was almost complete. The doctor decided to keep the patient non-weight bearing for four weeks, and will reassess the situation. This report is on the pfna blade. This is 3 of 5 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. After further file review it was discovered the complaint number reported for the initial medwatch was incorrect. Placeholder.